Event description:
Hourly inspection of the intra-aortic balloon pump (iabp) revealed that helium cylinder gauge had dropped and cylinder exchange was necessary (cylinder pressure dropped below 25%, indicator change from blue to red). Following normal procedure, bottle was unscrewed and new bottle was inserted. New cylinder was not recognized by device. Attempted to remove and re-insert new bottle. Device continues to fail to recognize new bottle. New bottle removed and old bottle reinserted, device does not recognize old bottle. Third bottle emergently retrieved from central supply department, device does not recognize 3rd bottle. Iabp emergently removed @ bedside by physician assistant. No patient harm. Teleflex (arrow) technician found there was an issue with the helium regulator giving intermittent false readings; the regulator was replaced. Pump placed back into service.